Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail latch was not locking due to it sticking because some fluid had leaked down onto the pivot point. The technician cleaned the side rail locking mechanism and lubricated it to resolve the issue.